Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 10/13/2014 with the following findings:a review of the pump black box data indicated evidence of short battery life in the form of drastic voltage drops leading to low battery warnings and replace battery alarms. During testing, the pump rewind, load, and prime steps were completed successfully; however, the current draws did not measure within specifications. The pump case was removed, and testing revealed overheated u33 components on the printed circuit board. The overheated components were removed, and the current draws were back within specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.